Event description:
Overdelivery reported. A heparin drip (25,000u/500ml) was set up by a nurse at the beginning of her shift. The pump was set to run at 72ml/hr with a volume to be infused of 500ml. The bag was expected to run over approx seven hrs, but reportedly alarmed "empty" and had infused in just under five hrs. The display still showed the rate set at 72ml/hr and volume infused showed 351 ml, but the 500ml bag was empty. The medication was discontinued immediately, and a prothrombin time and partial tromboplastin time were drawn that returned with "normal" results. No pt harm reported.